Manufacturer narrative:
Product analysis: the product has been returned and analysis is pending. Conclusion: without completion of the product analysis, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty months following the implant of this transcatheter bioprosthetic pulmonary valve, echocardiogram revealed increased gradient. Subsequently, the valve was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that blood cultures were positive for haemophilus, aggregatibacter, cardiobacterium hominis, eikenella corrodens, and kingella (hacek). Reportedly, calcification and vegetation were noted on the explanted valve. Unable to confirm the calcification and vegetation on the valve. No additional adverse patient effects were reported. Upon receipt at medtronic's quality laboratory, the valve had been cut lengthwise through one commissure during explant. A valve length, 5 to 6 mm wide section of leaflet and wall tissue was excised during explant for histopathology sampling. The existing valve tissue was partially crimped. All existing leaflets were stiff but flexible. Two leaflets remained attached, one was intact and the other was cut along the commissure during explant. The third leaflet was excised through the middle section for histopathology sampling. Two commissures were intact. The third commissure was cut during explant. A large remnant of pannus was attached to the outflow orifice extending slightly from the outer wall over, into the inner lumen. An unknown amount of pannus was removed on the outflow during explant. No evidence of calcification or vegetation on the valve. Radiography showed no evidence of mineralization and/or frame fractures on the valve. Radiography showed the cut line along the frame. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This sterility process is validated using the worst-case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Therefore, the reported organisms can be rendered non-viable to the sterilization process during manufacturing. It is unlikely that the organism originally came from the device and/or manufacturing valve process. In addition, the information received also indicates that the endocarditis occurred 20 months post implant. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. The suspected endocarditis is unlikely to be attributed to the valve and/or manufacturing process. Overall, a true root cause to the reported clinical observations is not determined. However, there is no indication that the reported endocarditis was related to the manufacture of the device. If information is provided in the future, a supplemental report will be issued.